Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition for more than 2 seconds. The device remains in service. No additional adverse patient effects were reported.